Event description:
It was reported that during the implant procedure, the stylet could not be inserted or removed from the lead. The lead was no longer used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.